Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure high alarm occurred during a routine hemodialysis treatment which could not be recovered. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide, which states to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cartridge was not available for eval. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. The nxstage system one cycler is currently being evaluated. A follow up report will be submitted if applicable. Nxstage medical considers this report closed. No add'l info will be provided.